Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I havab igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72396be00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number. The overall performance of alinity I havab igg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cutoff and patient median values of the negative population for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I havab igg reagent lot 72396be00 was identified.

Event description:
The customer observed false reactive alinity I havab igg for one patient. The following results were provided: sid (B)(6), initial havab igg result= 5.53 s/co; repeat results= 0.34 s/co, 1.29 s/co. The customer received another sample on the patient, sid (B)(6), initial and repeat result= 0.57 s/co, 0.60 s/co. There was no impact to patient management reported.

Event description:
The customer observed false reactive alinity I havab igg for one patient. The following results were provided: sid (B)(6), initial havab igg result= 5.53 s/co; repeat results= 0.34 s/co, 1.29 s/co. The customer received another sample on the patient, sid (B)(6), initial and repeat result= 0.57 s/co, 0.60 s/co. There was no impact to patient management reported.

Manufacturer narrative:
Complete information from section a1 patient identifier: sid (B)(6) and sid (B)(6). This report is being filed on an international product, list number 8p26 (alinity I havab igg) that has a similar product distributed in the us, list number 6s93 (havab igg ii) with 510k number k222850 and list number 8p27 (alinity I havab igg) with 510k number k113704. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.